Manufacturer narrative:
(B)(4). E/s+ scr remov shaft (product code: 2865-61-000, lot number : g1209) was not returned to the complaints handling unit. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was placing a screw when the tip of the screw driver came off in the screw head. He was unable to retrieve the broken piece out of the screw head. The screw and the broken piece inside the screw head stayed in the patient.